Event description:
It was reported that, during a cori assisted surgery, one (1) real intelligence robotic drill showed difficulties in calibration. During the bone removal phase, the bur came out and it was impossible to reconnect it. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference (B)(4). H11. H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: additional information was included in d9. H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was confirmed with a functional evaluation. A test case was performed during which it was not possible to load the burr. The drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed, and the drill was inspected further. The carriage was removed and was found to have a thick film of residue on it. Which made it difficult to remove the attachment. The carriage was cleaned, and the drill was reassembled. A kpc test was performed. This time it was possible to load the burr as intended. Afterwards the carriage was disassembled again and found to be full of residue. The bearing retaining nut was full of residue. Both bearings had residue buildup making it difficult to turn. The dirty parts were cleaned, and the drill was reassembled again. A test case was performed which could be completed without any failures occurring. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with residue buildup around the carriage. Causing the carriage not to be able to be pushed out full to load the burr. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.